Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1999, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving gablofen [2000 mcg/ml] at a dose of 851.2 mcg/day simple continuous via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2018 that the manufacturer's representative was notified on (B)(6) 2018 that a catheter study was scheduled for (B)(6) 2018 at 09:15 referred by the managing hcp on (B)(6) 2017. Reportedly the office staff notified the procedure that the last ¿couple of refills¿ ¿the expected pump residual volume exceeded the expected.¿ the last refill expected 3 ml and aspirated 10 ml from the pump. The patient was living in permanent care/rehabilitation center. The staff reported day of study that the physical therapy department had reported that the patient¿s hamstrings were tighter than normal. The date of the event was asked but unknown. There were no other baclofen withdrawal symptoms reported by the patient or staff. It was noted that the patient¿s existing catheter was implanted in 1999 and the patient was currently on their third pump with the same catheter. The patient was a quadriplegic, relied on complete assist for transfers including hoya lift at the rehabilitation residence. There were no reported falls or near falls. The hcp used a catheter access port (cap) kit to access the catheter port and was unable to aspirate any cerebrospinal fluid (csf)/medications from the port. No dye was injected due to possibility of bolusing the patient. The hcp recommended that the catheter be replaced as soon as possible and recommended that oral baclofen be prescribed for the patient. It was noted that the manufacturer's representative did not have the exact date when an increase in patient tone began occurring. The rehabilitation staff just stated ¿been for a few weeks.¿ the manufacturer's representative also did not have a surgery date yet but would report when the information was available. At the time of the report the issue was not resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report of increase in patient tone). The patient medical history included cerebral palsy. The patient weight was asked and would not be made available due to a legal/confidential reason. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that on (B)(6) 2017 refill, expected was 4.6 and residual was 6.5. On (B)(6) 2017 refill, expected was 4.2 and residual was 8.5. On (B)(6) 2017 refill, expected was 3.9 and residual was 11.0. There was an intent of returning the catheter once it was replaced. Notations had been made in patient nlink file. On (B)(6) 2018, the rep attempted to contact the hcp and the office was still closed for the new year holiday and was not able to leave a voice message. The rep called again on (B)(6) 2018 and left detailed message with request for call back to the rep and the rep's partner. The rep's partner confirmed on (B)(6) 2018 that hcp was aware. No further complications were reported.